Manufacturer narrative:
Complaint conclusion: as reported, during use of a 5f mynxgrip vascular closure device (vcd) the physician was unable to retract the sheath when shuttling down because it was jammed. There was no reported patient injury. The patient and access were checked and appropriate for closure with the mynx device. The staff was well trained and know how to prep the device. The deployer¿s mynx training status was trained and using it for many years. The type of procedure the mynx vcd used was an interventional peripheral. A retrograde approached was made. The vessel type was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The stick location was at the femoral head. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal. The device storage temperature did not exceed to 25 °c. The device was then removed from the patient and hemostasis was achieved by manual compression in less than 30 minutes. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx was recovered. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot f1925204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to open the sheath¿s stopcock prior to the shuttle down step, may have contributed to the reported event. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use of a 5f mynxgrip vascular closure device (vcd) the physician was unable to retract the sheath when shuttling down because it was jammed. The device was then removed from the patient and hemostasis was achieved by manual compression in less than 30 minutes. There was no reported patient injury. The patient and access were checked and appropriate for closure with mynx. The staff is well trained and know how to prep the device. The type of procedure the mynx vcd used was an interventional peripheral. A retrograde approached was made. The deployer¿s mynx training status was trained and using it for many years. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at femoral head. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal. The device storage temperature did not exceed to 25 °c. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx was recovered. The device be will not returned for evaluation as it was discarded in the hospital. Additional procedural details were requested but are unknown.